Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device, the stent was deployed and there was a guidewire stuck in the device kinks were observed on the silver outer sheath at approx. 22.2, 23.4, and 24.4cm, the guidewire was measured and measured as 0.018¿, image analysis the customer returned 12 images for evaluation. 9 were procedural images, 3 were images of the shelf carton labels used during the procedure ¿upon review of the images provided, the angiogram shows multiple images of a diseased sfa. One of the images shows a guidewire passing through the artery. The first stent is visualized pre- and post-deployment within the distal sfa. The second stent is visualized pre- and post-deployment in the mid sfa and with and without contrast. The third and most proximal stent shows evidence of elongation of the distal segment. The proximal segment of the stent appears to terminate in the cfa. Stent overlap is visualized. Stents appear to span the entire length of the sfa¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting everflex entrust stents for treatment of a plaque lesion with 60-70% stenosis in the right superficial femoral artery. There was mild calcification. The lesion was pre-dilated with a 3.0mm balloon. The IFU was followed. It was reported with the first stent there was no resistance encountered during delivery to the lesion and no excessive force was used. When the physician removed lock-pin, thumbwheel issues were encountered, and resistance was felt during releasing the stent and the stent was deployed. The target lesion was long and another everflex entrust was used and the same issue occurred. When the third stent was used in the proximal region of the sfa, the stent delivery system captured a non-medtronic wire so the physician decided to take out the whole stent system with wire and change another new wire to re-enter. The same problem then occurred, there's resistance on thumbwheel (the lock-pin is fully removed), the stent delivery mechanism was abnormal and resulted in stent elongation. As a result of the deformation the physician carefully deployed the stent with thumbwheel, stent was deployed in sfa, no further actions taken. Althou gh there was stent elongation for the 3rd stent but it was deployed in the sfa and it covered the target lesion. No patient injury was reported. When the device was returned for evaluation, it was noted that the handle of the device was broken.